Event description:
It was reported that a patient presented with over-sensing of noise noted on the patient' right atrial lead. The lead was surgically connected to a new generator and programmed to resolve lead noise. The patient was stable throughout.